Event description:
In 2005,the lay user contacted lifescan alleging that her one touch ultra meter was reading in the incorrect units of measurement.the user obtained a result of 9.3 mmol/l (converts to 167 mg/dl) on the reported meter. She took no action to affect her blood glucose level following use of the meter. A laboratory result of 69mg/dl was obtained within 20 minutes of the reported meter result. The user received food and/or beverage from a medical professional. The customer care representative (ccr) confirmed that the meter was set to mmol/l, the meter was not new, the meter had previously been set to the correct units of measurement, and the user was unable/unwilling to answer if she had changed the units of measurement in the meter settings. The meter, test strips, and control solution were replaced.